Manufacturer narrative:
The valve was not returned to edwards for evaluation. Investigation is ongoing.

Event description:
As reported to implant patient registry, the 26mm sapien 3 valve was explanted 5 year post implant in the aortic position. The valve was explanted due to degeneration of the valve. Per medical records provided, per tte performed five years post procedure, the tavr valve appeared to be functioning abnormal, mean gradient 32 mmhg. The peak aortic valve gradient is 55 mmhg. The mean aortic valve gradient is 32 mm hg. The aortic valve area by continuity equation is 0.7 cm2. Mild aortic valve regurgitation was seen. Five years and one month post procedure, additional intervention was performed. Preoperative diagnoses: bioprosthetic valve stenosis and coronary artery obstruction of the left main coronary and right coronary arteries (found during cath one month prior). Aortic valve replacement with a surgical valve was performed. Coronary artery bypass grafting x2, aortic root enlargement, muscular subvalvular resection for stenosis. Per the op report, ''the tavr valve was in place; however, it was encased into the aortic wall in the subannular location. The left main stent had been crushed against the previous native valve and the stent of the tavr valve. We were able to dissect down and around the outside of the valve to remove all of the previously placed native leaflets. We debrided the annulus. There was also some calcium at the orifice of the left main and the stent was actually sticking out into the aorta.'' The patient having tolerated the procedure well was carried to the intensive care unit in stable condition. Cardiothoracic surgery consultation stated the patient presented to the ER with shortness of breath and lower extremity numbness. MRI of the brain was negative for acute stroke, numbness was attributed to radiculopathy. The patient had been recently hospitalized with shortness of air, underwent a cardiac catheterization, was found to have compression of the previous stent in the left main coronary artery. Cardiology was consulted and it was surgical intervention (CABG/avr) is the most appropriate course of action.

Event description:
After additional review of medical records provided, the event of coronary occlusion will be reported against this valve. Although the medical records state ''the left main stent had been crushed against the previous native valve and the stent of the tavr valve'', it also indicated that ''there was also some calcium at the orifice of the left main and the stent was actually sticking out into the aorta''. In this case there is no direct allegation of a device malfunction, however the exact cause of the coronary occlusion cannot be determined.

Manufacturer narrative:
Update to b5, g3, g6, h2, h6, and h10 per additional review. Per the instructions for use (IFU), coronary flow obstruction is a known potential adverse event associated with the tavr procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). Multiple patient factors could put the patient at risk for coronary flow obstruction during the thv procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. Additionally, minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic, and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee before thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. The edwards thv manuals also advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Per the instructions for use (IFU), coronary occlusion is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as the exact cause of the coronary occlusion cannot be determined, however could be related to calcificationthe left main stent had been crushed against the previous native valve and the stent of the tavr valve, it also indicated that there was also some calcium at the orifice of the left main and the stent was actually sticking out into the aorta. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Supplemental for no return device evaluation. The valve was not returned, therefore no visual inspection, functional testing or dimensional testing could be performed. No imagery was returned for review. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record review, or lots history review is required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3 thv instructions were reviewed. It does warn accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Additionally, valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for degeneration was confirmed based on provided medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, ''the 26mm sapien 3 valve was explanted 5 year post implant in the aortic position. The valve was explanted due to degeneration of the valve''. Per medical record, the patient had hyperlipidemia, diabetic mellitus and history of stenosis of native aortic valve. It is widely understood that patients with chronic kidney disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification/ degeneration. Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. And diabetes mellitus is the known factors that may increase the risk of valve calcification leading to early valve degeneration/stenosis. As such, available information suggests that patient factors (hyperlipidemia, diabetes mellitus, pre-existing valvular disease process) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.